Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: (B)(6) 2023. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: - please perform and document the follow up attempt for product return. Please document the shipment tracking number in notes or rmao sections. - please provide the source or name of person providing answers to follow-up questions (not the person relaying/submitting answers to (B)(6) or (B)(6)). The following additional information was requested, but unavailable: please provide the lot number: ----contacted with the sales rep today via phone and the information requested is unknown. H3 investigational summary: the product was returned to ethicon for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that it received one needle-suture piece outside their packaging that pertain to product code sxpp1a405. During the visual assessment of the needle suture, it was noted that the swage and attachment area was as expected. Marks on the body needle that appears to be by a surgical instrument could be observed. The suture was examined, body fluids and damage at some barbs were noted and both sides of the fixation tabs were broken. In addition, only a side of the fixation tab was returned, and body fluids and damaged were noted. It should be noted that a 100% inspection is performed via the automotive vision system to ensure the tab is present and complete during manufacturing. As part of ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.

Event description:
It was reported from the analysis of the returned product that fixation tab failure was observed, some barbs were noted and both sides of the fixation tabs were broken. It was reported that a patient underwent an unknown procedure on an unknown date and a barbed suture was used. It was reported that fixation feature had been found broken before using on patient during surgery. Changed another one to complete surgery. There is no report on patient's injury. Additional information was requested.